Event description:
Procedure preparing for PICC placement utilizing spring wire guide. When removing guidewire from kit staff observed wire had frayed. Kit was exchanged prior to beginning of procedure - no affect to pt.